Event description:
Physician tested the plasma wand before using it and noticed a visible flame at the tip. Device was removed and another wand was opened by the circulator; same thing occurred: visible flame at the tip. A 3rd wand was given to the physician and tested with another small visible flame. 4th wand with a different lot number was opened and tested and the wand worked without any problems. All plasma wands with lot# b203610-a were removed from stock. The 3 used wands and packages were placed in a red bag.